Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Engineering evaluation of the returned delivery system states that the damage observed on the device is indicative of excessive manipulation and diseased patient anatomy. The kinking in the polyimide tubing was due to loss of guidewire access during the procedure.

Event description:
Physician's 1st case. Patient presented with tortuosity in the left iliac and calcification in the right. The diameter of the right iliac from adventitia to adventitia was about 16-17mm, diameter with calcification was about 12-14mm along the length of the vessel. The diameter of the left iliac was about 9-11mm throughout, so the right side was chosen for access. After successful implant of a bifurcated device, during retraction, the delivery system got stuck in the distal 5mm of the right iliac vessel. Several manipulations were used to try and free up the delivery system (manual compressions, pushing/pulling, balloons, etc.), however, unsuccessful. The patient was converted to open repair, the device was explanted and a surgical graft was sewn in; the patient tolerated the procedure well. It was noted at the end of the procedure that there was plaque inside the front sheath, as if an endarterectomy was performed, and that the front sheath was accordioned.